Manufacturer narrative:
Based on the information provided, review of the surgical technique manual, IFU, certificates of conformance and fmea, there is no indication of device failure and no indication that the device was out of specification. The most probable root cause is improper implant size selection. Part numbers, lot numbers, manufacturing dates, expiration dates and UDI/gtin numbers: 1st (superior): ifuse implant, p/n 7065-100, lot# 493935, mfd. 05/26/2017, exp. 2022-05-26, (B)(4). 2nd (middle): ifuse implant, p/n 7060-100, lot# 494225, mfd. 08/12/2017, exp. 2022-08-12, (B)(4).

Event description:
The patient had left side si joint arthrodesis in (B)(6)2018 where three implants were placed. The patient's si joint pain resolved following the initial procedure, but complained of new radicular pain. The surgeon determined that the cranial and middle positioned implants were impinging on the neuroforamen. Three days after the initial procedure, the surgeon performed a revision procedure where he removed the impinging implants and placed a shorter ifuse implant beneath the remaining caudal implant. The patient's radicular pain symptoms resolved following the revision procedure.